Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during the initial drain. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting and with getting the set out. The tsr advised the hp to start over with all new supplies. The tsr recommended that the hp open the clamps only on the lines that connect to the solution bags. The hp stated that he only had one line that was not being used. The tsr explained that the hp should leave that clamp closed. The hp would start over with new supplies. No patient injury or medical intervention was reported. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved. Per hp, there were no issues on any of the supplies. The hp confirmed that he did not have any injury or harm as a result of this incident. The hp stated that he had already disposed off the supplies, and did not have the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The hp had left a clamp open on an unused supply line. The hp stated that he only had one line that was not being used. The lot number is unknown; therefore, a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) identified in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).